Manufacturer narrative:
Investigation summary: the defect stated in the event description was confirmed with the returned units. Even though the packages came partially opened, all the processes characteristics that directly influence the seal strength are: seal transfer and top web glue, measured within specification. No anomalies were found. A CAPA has been opened to address this issues. Investigation conclusion: conclusions: the defect stated in the event description was confirmed with the returned units. Even though the packages came partially opened, all the processes characteristics that directly influence the seal strength are: seal transfer and top web glue, measured within specification. No anomalies were found. Did the evaluation confirm the customer's experience with the bd product? Yes; the failure that the customer experienced was confirmed. Were we able to reproduce the customer's experience with the bd product? No; it was not necessary to achieve reproduction of the customer¿s experience, as the defect was confirmed. Was the device used for treatment or diagnosis? Treatment. The corrective action statement is approved / authorized and final review of the complaint will be conducted by the designated complaint handling unit (dchu). Investigation completed by: (B)(6), pir #: (B)(4), part #: 381867 - 14g x 1.75in bd insyte autoguard, lot #: 7037934, 5308734. Complaint: package damaged-defective-other. Customer verbatim: the package wasn't sealed properly. Lot analysis: device/batch history record review: yes. Reason: DHR¿s are available for reviews as needed and are required for quality issues relating to product traceability or if the reported incident is a medical device reportable (MDR). This investigation is classified as MDR. Findings: lot 7037934: a total of (B)(4) units were built on afa line 6 and packaged on pkg line 11 from feb 15, 2017 through june 6, 2017 (stopped and re-started). Per review of the DHR it was concluded that all required challenges samples and testing was performed per specification in accordance with the set-up and in process sampling plans. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. In process samples (included but not limited) blister thickness, bad seal/cut/holes, seal transfer width and package leak test were performed on various stages throughout the process, all the inspections passed per specifications. Lot 5308734: a total of (B)(4) units were built on afa line 6 and packaged on pkg line 11 from nov 7, 2015 through nov 28, 2015. Per review of the DHR it was concluded that all required challenges samples and testing was performed per specification in accordance with the set-up and in process sampling plans. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. In process samples (included but not limited) blister thickness, bad seal/cut/holes, seal transfer width and package leak test were performed on various stages throughout the process, all the inspections passed per specifications. Td # (B)(4) (engineering study (B)(4)) was issued to temporarily reduce the allowable range of several sealing parameters in order to investigate the raw material issue related to the compromised seal. Qn / sap database review: no. Reason: a review of the qn/sap database is not required for level a investigation per (B)(4). The peura (end user risk analysis): yes. Reason: the peura is required for all MDR reportable investigations. Findings: (B)(4) version I was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. Visual analysis: observations and testing: received a total of 40 iag 14ga units of which 37 were from lot number 7037934 and 3 units from lot 5308745. Along with the units a handwritten note was received lot 7037934: v (B)(4) units were partially open at one end. V (B)(4) units were partially open at both ends lot 5308745: v all of the units received (3) were partially open at both ends. (B)(4) for representative received condition. In regards with the handwritten note: bdj confirmed: all 3 samples of lot 5308745 were partially open. 28 of the samples for lot 7037934 were partially open the remainder units displayed the edge of the package was turned up but not open. ¿some of the samples of ¿not confirmed¿ are open as kato-san checked them to see sealing strength. *note: the product characteristics require a minimum of 1/8¿ seal transfer. A sample size of one unit per lot number was taken and was analyzed under uv light. The adhesive used to seal the top and bottom webs is uv fluorescent. The analysis revealed an adequate of top web adhesive. *the key variables that affect seal strength are: seal transfer/width and paper top web glue. Both of these variables were included in the observations. Test description: method no.: results: visual/microscopic , n/a, see observations and testing. Investigation samples(s) meet manufacturing specifications: yes; although the defect was confirmed, the units evaluated for this incident passed the manufacturing specification requirements. Root cause description : relationship of device to the reported incident: indeterminate. Comment: even though the packages came partially opened, there was no physical evidence to confirm or to support manufacturing process related issues for the defect. The packaging operators are responsible to verify the seal transfer/width and that packages are ¿water leak tested¿ every hour. These attribute inspections are done to verify that the packages are sealed adequately prior to placing them within the dispenser. This issue is currently being investigated by CAPA (B)(4).

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that insyte autoguard orn 14ga x 1.75in had a package integrity breach before use. There was no report of injury or medical intervention.